Manufacturer narrative:
The customer did not return the suspected product for evaluation. An in-house testing was performed using the in-house contour next meter with in-house contour next test strips from lot # 8lped09b, which gave satisfactory performance.

Manufacturer narrative:
This event is related to MDR 1810909-2019-00283.

Event description:
An advocate (customer's healthcare professional) called to report that the customer ran a blood glucose test at 9:54 p.m. On her contour next meter and obtained a reading of 134 mg/dl. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.